Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "(B)(6) male patient, post surgery from sinus surgery, with burning of both eyes. Ent surgeon used septisoft concentrate undiluted to cleanse nose prior to surgery. Septisoft ran down into patients eyes and was retained there for approx 2 hours until surgery was over. Operating room nurse was notified of patients eyes burning while patient was in outpatient setting preparing to go home. Surgery was today at approx 1230pm. Ent surgeon ordered eye ointment (tobramycin)." Advised or nurse to irrigate eyes until soap is removed and to call if further questions.